Event description:
Programming history was reviewed on (B)(6) 2012. From the available history, it appears that the output current was not increased on (B)(6) 2012, however the off time was lowered which increased the duty cycle. Additionally both normal and system mode diagnostics performed on (B)(6) 2012 had results within normal limits.

Event description:
Additional information was received on (B)(6) 2012. It was indicated that both the increased seizures and failure to perceive stimulation first occurred around (B)(6) 2012. The issues have since resolved; however the physician was unsure of the cause. He reported that it may have been a result of low iron levels, as the patient received an iron infusion the week that the symptoms occurred, and this could have caused the increase in seizures. It was also stated that it may have been related to the sub-therapeutic vns settings as the physician made an adjustment to the patient's settings, increasing her output current, when he saw her at clinic on (B)(6) 2012. When the patient was seen again on (B)(6) 2012, the seizures had stabilized back to where she had been prior to having the device re-implanted. The patient stated that she could also feel magnet stimulation. The physician thinks that the patient is back to baseline with seizures, which is well below the amount of seizures the patient had prior to initial vns implant. All diagnostics done at the (B)(6) 2012, appointments indicated ok results.

Manufacturer narrative:
Adverse event and/or product problem - corrected data: the report was inadvertently not updated to a serious injury on follow up report 1, when medical intervention was reported. Outcomes attributed to adverse event - corrected data: on supplemental report 1, this section was inadvertently not completed. Type of reportable event - corrected data: this section was inadvertently not updated on supplemental report 1.

Event description:
It was reported on (B)(6) 2012 that the patient met with a surgeon on that day as she felt like her vns was not working. She indicated that she was unable to sense stimulation and was having more seizures than usual. The surgeon reported that he was unable to interrogate the device, however, after troubleshooting was performed, communication was established and the system was said to be functioning as intended with diagnostic results within normal limits. The patient did report being sick prior to (B)(6) 2012 with vomiting, and muscle aches. She also reported low iron levels. It is unclear at this time if the increased seizures are related to the illness and attempts for additional information have been unsuccessful to date.